Event description:
Customer reports the expiration date on the test strips from the advantage system is (B)(6) 2007; manufacturer's database confirmed the actual use by date to be (B)(6) 2006. No adverse event reported. Requested return of suspect device and replacement was sent.